Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50e; serial number: (B)(4); batch/lot number : 21705108; model/catalog description: linear st trial lead kit 50 cm.

Event description:
A report was received that the patient was brought to the emergency room due to a feeling of stabbing pain in the chest and could not breathe. It was also mentioned that the patient was having a heart attack and was unknown what caused. The patient underwent an early lead pull procedure.